Event description:
Per the clinic, the patient experienced wound dehiscence at the implant site, exposing the electrode lead. The patient also experienced an infection and subsequently was treated with oral and topical antibiotics (specific date and duration not reported); however, this did not alleviate the problem resulting in a decision to explant the device. The device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report.

Event description:
Per the clinic, the patient was also treated with steroid (date not reported).